Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone 10.0mg/ml for a total dose of 4.526mg/day, bupivacaine 4.3mg/ml for a total dose of 1.9460mg/day, and fentanyl 441.5mcg/ml for a total dose of 199.80mcg/day via an implantable pump for spinal pain. It was reported event logs showed a motor stall with recovery. It was noted a motor stall occurred on (B)(6) 2017 at 15:20 and noted a motor stall recovery on (B)(6) 2017 at 15:45. No symptoms were reported. Event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the event resolved without sequelae on 2017 (B)(6). No action was taken. Device interrogation on 2017 (B)(4) showed a pump motor stall as previously reported. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the cause of the motor stall was not determined. The patient's weight was (B)(6) pounds. No further complications were reported/anticipated.